Event description:
Customer called to report medical treatment from emts called to her home for low blood glucose. Customer was given intravenous treatment. Customer stated that she has experienced low blood glucose for about 8 years and emts have come to her home multiple times. During troubleshooting, programming is correct. Priming technique is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.